Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60 cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107525.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. The patient also experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the system was explanted to address the issue. It is unknown which lead is causing ineffective therapy.